Event description:
It was reported that during a laparoscopic cholecystectomy the surgeon deployed the bag and inserted the specimen. The surgeon does not remember if he then pulled back on the plunger or pulled the release string. When the surgeon pulled on the plunger, one of the metal rims became detached from the device and remained in the pouch. The surgeon had to insert a clamp through the port site to grasp it and guide it out. There were no pt consequences reported.